Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The issue was addressed with phone support. The field service engineer (fse) followed up with the customer site, and it was noted that the user figured out the problem they had while using the system. No site visit was required.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) arm 3 was lowering itself after the surgeon left the surgeon side console (ssc). The instruments were noted to be unexpectedly moving towards the patient's organs, creating a dangerous situation. The customer is unsure if this movement occurred on the usm 3 insertion axis or set up joint (suj). An unspecified injury was reported. The current patient status is unknown. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.